Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had treated with the insulin pump. Customer's blood glucose value was unknown at the time of the call. The customer declined troubleshooting for high blood glucose. The customer also reported getting a second occurence of replace battery alarm without a low battery warning. Customer was advised that pump will need to be replaced. The product will be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed power loss alarm, low battery, replace battery now and an abnormal loaded voltage at the power management graph due to resistance issue at the connector. Unit was programmed with test mini link and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. Unit received with minor scratched display window, case and keypad overlay.